Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was being repositioned due to poor threshold measurements. During one of the repositionings, the lead perforated/dissected that coronary sinus. The patient noted chest pain. Echocardiogram post-procedure showed pericardial effusion. This rv lead was successfully implanted. No additional adverse patient effects were reported.